Manufacturer narrative:
The events of inappropriate shock and suspected lead fracture were reported. As received, the distal end of a partial lead was returned in one piece measuring 48.6cm. The reported event of suspected lead fracture was not confirmed. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found two external insulation abrasions breaching the right ventricular cables lumen located at 46.5cm to 46.6cm, and 47.5cm to 47.6cm from the distal tip, respectively. The etfe cable coating was not abraded in these locations. The cause of the external insulation abrasions is consistent with friction to the device can.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for removal of the right ventricular lead after inappropriate shock was delivered. Conductor fracture was suspected as a potential cause. The lead was explanted. The patient was in stable condition before, during, and after the procedure.